Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon burst while the customer was driving.

Manufacturer narrative:
The reported event was inconclusive as the device was not returned for evaluation. A potential root cause could be "over-inflation during use". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "recommended inflation capacities 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon burst while the customer was driving.